Manufacturer narrative:
Service agent performed an initial evaluation of the device and verified the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The third party service agent contacted stryker to report that their customer device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Event description:
The third party service agent contacted stryker to report that their customer device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
After replacing system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker further evaluated the replaced part at the product assessment center (pac) and was not able to duplicate the reported issue. The cause of the reported issue was isolated to the system pcb assembly, however further root cause could not be determined.